Event description:
A customer reported an event of a "hydrogen peroxide smell" (odor) emitting from the sterrad 100nx during the chamber pump down 1 and 2 phases of the cycle. There was no report of human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Correction: sex is unknown. Correction: complaint product changed from sterrad 100nx to sterrad nx. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (08/04/2012 to 01/31/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The vacuum pump was returned and tested. The part was unable to pass pump down testing and there was odor detected. The reason for return was confirmed. The oil mist filter was returned and tested. The part was able to pass pump down testing with no odor detected. The reason for return was not confirmed. The catalytic converter was returned and tested. The part was able to pass pump down testing with no odor detected. The reason for return was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2013.